Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the time on the insulin pump was not advancing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.